Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the battery went bad and it was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient noticed the battery was going bad when it wouldn't hold a charge. They noted this was due to the age of the device, stating it was nine years old.